Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data has been received but not yet evaluated. A follow up report will be submitted upon completion

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation, the complete data log was not available during the investigation window. The reported event for loss of connection could not be determined . The root cause could not be determined.